Manufacturer narrative:
The insulin pump was received with blank screen due to moisture damage on the lcd board and on motor. It was unable to perform the displacement test due to blank screen. Device was received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the insulin pump has many scratches and the display is worn. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.